Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform displacement test or functional testing due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the screen was black and cracks on screen. The customer stated that the reservoir does lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.